Event description:
It was reported that when the patient presented in clinic for follow-up, the remaining battery longevity dramatically dropped from the expected longevity at the last check up. Premature battery depletion was observed. The device was explanted and replaced. The patient was in normal condition following the procedure.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.